Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: we are unsure what has caused this. We were doing a trial of dermabond prineo . Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please specify where exactly the dermabond prineo has been used? Was it used on the knee? Was it used on the foot? If so, what for was it used on the foot? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2023 and topical skin adhesive was used. Day 1 post op, patient developed a blister and further more on discharge. Day 11, noted the massive blisters around the knee and the foot. The knee patient as of this writing has been referred to plastics for possible skin grafting, due to the blister on the dorsum of the foot that has caused so much tissue damage. For prophylaxis, the pt had co-amoxiclav 500/125 tds for a week then flucloxacillin 500mg qds for a week as well as antihistamine. Wound swab was taken prior to antibiotics, no growth. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date (dd/mm/yyyy)? (B)(6) 2023. What date did the reaction occur on (dd/mm/yyyy)? (B)(6) 2023. What does the reaction look like and how large of an area does the reaction cover? Photo. Do you have any pictures of the reaction? Photos provided. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No. Just dressing ¿ inadine and non-woven dressing applied on blisters. If medication was required, please clarify if it was prescription strength. For prophylaxis, the pt had co-amoxiclav 500/125 tds for a week then flucloxacillin 500mg qds for a week as well as antihistamine. Wound swab was taken prior to antibiotics, no growth. Can you identify the lot number of the product that was used? Sgbdtc. What is the most current patient status? Referred to plastics for possible skin grafting. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Pt¿s first time with any type of adhesives on skin. Please confirm the other patient did not present any symptoms or consequences form using prineo. Confirmed. Please specify where exactly the dermabond prineo has been used? Knee ¿ see photo¿s in email attachment. Was it used on the knee? Was it used on the foot? No. If so, what for was it used on the foot? Was any surgical intervention performed? No. Please describe how was the adhesive was applied. As per instructions in IFU what prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? No. Just dressing ¿ inadine and non-woven dressing applied on blisters. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not identified. Pt¿s first time with any type of adhesives on skin. Is the patient hypersensitive to pressure sensitive adhesives? Not known was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No. Please note nothing to return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.